Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found at treatment complete when the cassette was removed from the machine. The patient said fluid was in the pump module area and had leaked from an unknown area. In a follow up with the patient's pd nurse it was verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set is not available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found at treatment complete when the cassette was removed from the machine. The patient said fluid was in the pump module area and had leaked from an unknown area. In a follow up with the patient's pd nurse it was verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did receive a new cycler and is continuing pd treatments without further issues. The cycler set is not available to be returned for analysis.

Manufacturer narrative:
Correction: b.5.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found at treatment complete when the cassette was removed from the machine. The patient said fluid was in the pump module area and had leaked from an unknown area. In a follow up with the patient's pd nurse it was verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did receive a new cycler and is continuing pd treatments without further issues. The cycler set is not available to be returned for analysis.